Event description:
Knee trial insert was found to have a 2mm x 2mm chip after the total knee incision was partially closed. Site explored as well as use of x-ray and fluoroscopy to verify no foreign body left in pt.